Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose reading of equal to or over 250 mg/dl and below 500 mg/dl with moderate level of ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that the cartridge was leaking at the luer lock. The reporter stated that there were no damages to the luer lock and the infusion set was secured to the cartridge. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged leaking luer lock with the cartridge.

Manufacturer narrative:
Device evaluation: the cartridge was returned to animas and tested by product analysis on 03/03/2016 with the following findings: on investigation, the alleged luer lock leak issue was not duplicated. A visual inspection of the returned cartridge did not damage or defects. A fill test was performed on the returned product with no air bubbles being formed inside the cartridge. The cartridge cycled properly and no issues were found filling the cartridge. A leak test was performed and no leaks were observed from the luer connection, the o-ring or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.